Event description:
It was reported that the pt had a problem with the pt programmer. The pt could not adjust stimulation. There was also a problem with the recharger. The pt kept getting the reposition antenna screen only. The pt had not had stimulation or the device on since mid-december. The pt reported that the leads shifted within months of surgery causing swelling in the brain which results in dizziness and double vision. The device turned off and the symptoms went away. The pt was scheduled for a revision for new leads.

Manufacturer narrative:
(B) (4).